Event description:
It was reported that the triple lumen PICC kinked in the arm. Removed and placed new PICC lue. "Vein: bas".

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked catheter is confirmed; however, the exact cause is unknown. One radiographic image of a section of a patient¿s arm was returned for evaluation. An initial visual observation of the image showed what appears to be a catheter within the patient¿s arm. The catheter appeared to be bent and/or curved slightly within the patient¿s arm. While it can be seen from the returned image the catheter is bent and/or curved slightly, the cause of this bending/curving of the catheter is unknown. Possible contributing factors of a bent/kinked catheter include catheter placement, positioning, securement, maintenance, and access techniques as well as patient anatomy. The product IFU states: ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the triple lumen PICC kinked in the arm. Removed and placed new PICC lue. "Vein: bas."